Event description:
A medtronic representative reported that when verifying instruments with the camera pointed at the scrub table they were able to verify all the instruments. After moving the camera position and advancing in the software, they found red status on the camera. They were able to manipulate the camera cable and restore communication and then reverify the instruments. There was no patient present.

Manufacturer narrative:
No patient was present. The camera cable was returned to the manufacturer for analysis. The cable was found to be in good condition and passed a continuity test with no opens or shorts detected. The cable was flexed during the test. The cable also passed a functional test when connected to a known good system and monitored while flexing the cable. There was no problem found. The reported event could not be duplicated by medtronic personnel.